Event description:
The following was reported to davol via the attorney for the pt. On (B)(6) 2008 - surgeon operated on pt and repaired an abdominal incision hernia using a bard ventralex mesh. Surgeon op report not completed until (B)(6) 2008. In the months following (B)(6) 2008, pt complained of increasing abdominal pain and bulging. On (B)(6) 2008 - CT scan described a small fat-containing hernia and convoluted surgical mesh for which surgical consultation and revision was suggested. On (B)(6) 2008 - surgeon operated on pt, removed previous ventralex mesh (medwatch: 1213643-2010-00564) and repaired recurrent abdominal incision hernias with a bard composix mesh. In the weeks following (B)(6) 2008, pt complained of increasing abdominal pain. On (B)(6) 2008 - CT described a replaced mesh with surrounding inflammatory changes and separation of the mesh edges from the anterior peritoneal surface. On (B)(6) 2008 operation to completely remove the composix mesh that was present, and inserting a "strattice mesh 10 x 16".

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.